Event description:
Disposable tubing set has a leak where soft tubing meets blue connector at top of soft tubing section. This leak location is prior to the pumping mechanism and would allow fluid to leak onto floor and not be delivered to patient. Manufacturer response for infusion set, smartsite infusion set (per site reporter): they are working with the hospitals in our system who have had the problem.